Manufacturer narrative:
The pump was received with cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads and physical damage only. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer indicated via phone call that his insulin pump reservoir is unable to lock into place and that the pump is cracked. Customer indicated that he dropped the pump. Customer's blood glucose was 110 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.